Manufacturer narrative:
The events of alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is alcl, cyst, fluid and a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "alcl with pathological markers cd30+ and alk-, cyst, fluid and a rupture". Device was explanted. This record is for the left side.